Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio at the information center ix. If audio cannot be heard and if staff are not continuously viewing the device display a delayed notification of an alarm event can occur. No adverse event was reported.